Event description:
Customer reported he was experiencing low blood glucose in the 30 mg/dl range and paramedics came to his home. Customer was treated with an IV. Event occurred in the last week of (B)(6) 2015. He was not in a car accident. Customer's spouse was not able to wake him up. Didn't have any issues, but did state he was shocked that low occurred since the device was in threshold suspend. Customer did state he might have been high before going to bed and he may have given himself too much insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.